Event description:
Revision surgery was performed (B)(6) 2025 due to loosening of the implanted cup. When the cup was removed and replaced, the neck of the stem interfered, so the stem was also removed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.